Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -4.0/+2.0/067 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. The surgeon reports blurred night vision due to large pupil size. Reportedly, the lens remains implanted.